Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecific date and involved a ndehp plumset 1clv 1.2 filt-sl. It was reported that during total parenteral nutrition (tpn) the filter leaked.there was patient involvement and no patient harm.